Event description:
Medtronic received information that possible over delivery anomaly occurred. There was an allegation of hypoglycemia as a result of this event.

Manufacturer narrative:
(B)(4). S/w ver. 4.11e. Retainer ring = black. Customer returned pump for an alleged possible over delivery on (B)(6) 2022. The test p-cap locks properly in place in the reservoir compartment noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected over delivery alarm noted during testing. Successfully downloaded history files and traces using thus software. Normal bolus delivered were found in history file on (B)(6) 2022 00:02:50.000. Normal bolus delivered, normal bolus amount programmed = 0.225, bolus amount delivered = 0.225. Normal bolus amount programmed = 0.075, bolus amount delivered = 0.075, (B)(6) 2022 07:02:41.000 normal bolus delivered. (B)(6) 2022 08:02:39.000 normal bolus delivered. (B)(6) 2022 09:49:34.000 alarm alert cleared. (B)(6) 2022 10:27:36.000 normal bolus delivered. (B)(6) 2022 11:02:45.000 normal bolus delivered. (B)(6) 2022 14:02:43.000 normal bolus delivered. (B)(6) 2022 16:02:43.000 normal bolus delivered. (B)(6) 2022 17:57:49.000 normal bolus delivered. (B)(6) 2022 19:37:53.000 normal bolus delivered. (B)(6) 2022 20:31:34.000 normal bolus delivered. (B)(6) 2022 21:32:31.000 normal bolus delivered. (B)(6) 2022 22:02:50.000 normal bolus delivered. (B)(6) 2022 23:57:53.000 normal bolus delivered. In summary, customer alleged possible over delivery not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.